Event description:
It was reported that the device had issue with downstream occlusion seal, needs replacement. Event occurred during routine preventive maintenance inspection.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the faulty downstream occlusion seal. The downstream occlusion seal was replaced.